Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second implant: 1221934-2016-10134. (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second implant: 1221934-2016-10134. (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Event description:
The sales rep reported that during the 3 month follow up after having a latarjet procedure that the patient was told that his cortical bone had separated from his glenoid. This was found by x-rays during a normal follow-up exam. The surgeon reported that the two latarjet bristow 38mm top hat and screw were still securely within the cortical bone but were not fixated to the glenoid any longer. The sales rep reported that the patient felt fine and reported no pain, or other issues. The sales rep reported that the patient had no trauma to the area and had not fallen. A revision is scheduled for (B)(6) 2016. The sales rep reported that the surgeon had ordered a bone density test but that he did not know the results at this time.